Manufacturer narrative:
Upon review of the device history record, a conclusion can be drawn that nothing in the manufacturing and packaging processes is likely to have contributed to the complaint. Based on the investigation, no definite root cause for the complaint is determined. Evaluation conclusion code(s) based on the complaint history, device history record review and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - (other): lens remains implanted. Event problem and evaluation codes: patient code: (B)(4)- no code available (refractive surprise), unlabeled device code: (B)(4)- no information. Method: evaluation method: lens work order search results: evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and lens work order search, a specific root cause of the event could not be determined.(B)(4). Other text : lens remains implanted

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -12.50/+1.50x45 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The patient complaint of blurred vision. On examination, the patient's ucva: 6/15 with -0.50/+1.75x115. A refractive surprise was reported. The lens remains implanted.